Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic stent graft with active control system (ctagac) devices. The two ctagac devices were implanted overlapped successfully. On (B)(6) 2022, during follow-up, computed tomography revealed an endoleak. On unknown date, an angiography was performed to identify the endoleak. The angiography revealed two slight endoleaks and the cause of the endoleaks was not identified. On (B)(6) 2023, reintervention was performed to implant additional two ctagac to cover the overlap and to extend distally because the endoleaks may be a possible distal type I endoleak or a possible type iiia endoleak. During the reintervention, an angiography was done before implanting the ctagac and it revealed no endoleak. Two ctagac devices were implanted as planned and an angiography revealed no endoleak. The patient tolerated the procedure. The physician stated that, at the angiography to identify the endoleak, the endoleak was slightly contrasted. He guessed that the distal outer curvature at the implanted ctagac may have calcified and caused the seal to be poor, but in the end it could not be determined. At this reintervention, he have implemented as much as possible with this extension and covering the overlap. So if an endoleak is identified at future follow-up, it will be determined as a type ii endoleak.

Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.